Event description:
The reporter stated the surgeon inserted a aa4203tl toric optic silicone single piece lens. The lens tore during insertion into the eye. The lens was removed with no pt injury. No enlarged incision and no suture. Another same model and size lens was implanted. Incident was due to loading error by tech. The cartridge used has not been approved by the MFR for use with this model lens and injector, is considered off-label use.

Manufacturer narrative:
(B)(4): visual inspection of the returned product found a small piece of optic and haptic was inside cartridge. The optic and one haptic torn off and missing. Tip of cartridge is damaged. There was evidence of clear surgical residue on product. Conclusions (user error caused event). Based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was due to loading error. Number: (B)(4)